Event description:
It was reported that during a procedure to implant a percutaneous lead (australia) a dural puncture occurred. Approximately 24 hours following surgery, the patient reported experiencing headache, vomiting, chest tightness and bilateral arm pain. X-rays were taken and no abnormalities were observed. A CT scan confirmed proper lead placement and the absence of localized collections or hematomas. Follow-up on this matter found the patient's headaches have reduced, particularly when he lays down and the reported nausea, chest tightness and bilateral arm pain have subsided. The patient remains under observation at a local medical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.